Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, the end cap sticker was missing, cracked battery tube threads, belt clip slot, reservoir tube lip, lcd window and case at display window corners.

Event description:
It was reported that the customer's drive support cap appeared to be damaged. The customer's blood glucose was 299 mg/dl. The customer stated that they did not press on the cap while connected. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.